Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to charge a battery pack. There was liquid contamination on the battery board and the power supply was defective. The cause for the failure was isolated to the contaminated battery board and defective power supply. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.